Event description:
Event verbatim [preferred term] burn injuries with blistering and redness [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap) device lot number: r44750 n, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. It was reported that a female customer came to the pharmacy and had burn injuries on an unspecified date. There was blistering and it was reddened. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. According to the product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports an adverse event of blisters and redness of skin. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (23apr2019): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports an adverse event of blisters and redness of skin. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports an adverse event of blisters and redness of skin. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn injuries with blistering and redness, blister formation, wet, ulcerous [burns second degree] , scar formation [scar] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A 43-year-old female patient started to use thermacare heatwrap (thermacare menstrual) (device lot number: r44750, expiration date: aug2019) from 01apr2019 to 08apr2019 for menstrual pain. The patient's medical history included penicillin allergy. Concomitant medications were reported as none. It was reported that a female patient came to the pharmacy and had burn injuries from (B)(6) 2019. The description of the burn was blister formation, wet and ulcerous. There was blistering and it was reddened. The patient had not used thermacare heatwraps in the past. It was reported the patient had scar formation on an unspecified date. The pharmacist assessed the events as non-serious. The pharmacist assessed the causality relationship of the events with thermacare as related. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on 08apr2019unknown. No relevant tests were reported. No surgical intervention was required. Therapeutic measures taken included treatment by the physician for burn including disinfection of the wound. Clinical outcome of the event was resolved sequel on (B)(6) 2019. According to the product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports an adverse event of blisters and redness of skin. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (23apr2019): new information received from the product quality complaint group included investigational results. Follow up (06may2019): new information received from a contactable pharmacist includes: patient details, medical history, updated suspect product, suspect product indication, suspect product start/stop dates, suspect product expiration date, action taken with suspect product, no concomitant medication, event onset date, reaction data (additional event of scar formation) and therapeutic measures taken. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Burn injuries with blistering and redness [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap) device lot number: r44750 n, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. It was reported that a female customer came to the pharmacy and had burn injuries on an unspecified date. There was blistering and it was reddened. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.